Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use. The caregiver (cg) opened the cassette door and a leak was noticed. The baxter technical service representative (tsr) had the cg close all the clamps, to the bags and patient line, then cycle the power off and on. The tsr assisted the cg to remove the cassette. The tsr advised the cg to dispose of the current supplies and start over with all new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement, however no patient injury nor medical intervention was indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2013. The hp was able to resume therapy, after starting over with new supplies. It was reported that there was nothing wrong with the supplies and that the hp had forgotten to clamp the unused supply line. Solution then leaked from the capped line. Since then, the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. However, the problem was confirmed as it was reported that an unused line was left open. The root cause was determined to be use error. The lot number was not provided, therefore no batch review could be performed. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.